Event description:
It was reported that during a surgical procedure, a broken burr was stuck inside the drill attachment. Backup equipment was used to complete the procedure, w/o causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken burr was found within the drill attachment. The cause of the burr breakage is unk. The device could not be repaired and therefore was not returned to the user facility.